Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited adhesive peeling around objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the adhesive of the objective lens peeled off. The issue was likely due to external factors or handling of the device; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3, "preparation and inspection" describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.